Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative (rep) indicated the event/difficulty (B)(6) 2019 during normal use. It was reported the pump and catheter were replaced on (B)(6) 2019 and would not be returned, customer refused. It was noted there was no issue with the pump, just the catheter. There were no environmental/external/patient factors that may have led or contributed to the issue. It was noted a dye study was not possible because the catheter could not be aspirated. The catheter was twisted and appeared to be kinked. The managing doctor suspected a catheter issue. The pump was working normally but the patient insisted on a new pump in addition to a new catheter and a new pump was implanted due to her demands. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
Product ID 8781 lot# serial# (B)(4) implanted:(B)(6) 2019 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2019-oct-16. It was clarified that the reported "pump malfunction" was actually a catheter kink and "catheter misplaced." There was no flow through the catheter. The patient was sent to the surgeon for a revision. The issue was considered resolved.the patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 19-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient's health care professional (hcp) was "taking down her oral opioids" and was supposed to turn the pump on in may or june. After "6 week dry period" they withdrew what was in the pump and there should have only been 7cc but there was the whole 20cc in the pump. The patient stated she "felt like something was wrong" but alleges she wasn't listened to. She stated a dye study was done and "it would click, but nothing would come out." Her doctor told her the pump had a malfunction. The previous surgeon "put it in really steep" in the front and the new surgeon was going to place the pump in her back by her spine. She didn't want the same pump implanted because she thought it was defective. She said "it hadn't worked since the day they put it in." The patient was redirected to bring her concerns to her hcp. No further complications were reported.